Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd autoshield¿ duo pen needle pulled out of the hub and remained stuck in the septum while unscrewing it with forceps. The following information was provided by the initial reporter, translated from french: "after performing the insulin injection to the patient, the system goes to safety as expected, the as expected, the nurse unscrews the safety needle with her kocher forceps to kocher forceps to remove the needle from the manifold. The nurse then realizes that that the needle has disengaged from the system and is stuck in the septum of the insulin pen. The device was not retained. Isolated incident"